Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a laparoscopic gastric bypass obesity surgery, on the stapling phase, the stapler was able to fire. The patient was hospitalized and was transferred to another hospital to stop the fistula. The fistula was found on the stapling line. They needed to redo the surgery to find the leak.